Event description:
It was reported from (B)(6) that prior to an unspecified surgical procedure, it was observed that the small battery drive device was not working. It was reported that three different batteries were tried and all failed to work with this hand piece device. It was reported that there was no delay due to the event as an identical spare device was available for use. It was reported that there was no adverse event to the patient. There were no reports of medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the motor had seized and was rough running. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.